Event description:
It was reported the pt is no longer receiving stimulation and is unable to communicate with or charge her ipg. She also reported she had gained weight and the ipg feels really deep. The pt is pending follow up with an sjm representative and her physician for eval.

Manufacturer narrative:
Add'l info: 1627487-05242011-002-r, 1627487-07262012-002-r. This ipg serieal number was included in a field advisory. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.